Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. This report represents 4 of 4 alleged cgm inaccuracy events reported by the patient. Please see related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The event date is an approximation. This report represents 4 of 4 alleged cgm inaccuracy events reported by the patient. The patient described four similar occurrences, each taking place on different dates. These events reportedly occurred on a monthly basis, and this report captures one such instance. At the time of the event, the patient was using an omnipod 5 insulin pump. On (B)(6) 2026, the cgm displayed ¿low,¿ while the patient reported a blood glucose (bg) value of 500 mg/dl. The patient stated she had been experiencing vomiting for several days prior to the event; exact dates were not specified. During this time, the patient reported that no medication was taken. Due to worsening symptoms, a family member transported the patient to the hospital. At the hospital, a physician informed the patient that she was in diabetic ketoacidosis (dka). The patient was unable to recall the cgm reading at that time; however, a manual fingerstick blood glucose (fsbg) measurement reportedly showed a value of 700 mg/dl. During the call, the patient expressed frustration and stated she was unable to recall the specific treatments administered during hospitalization to manage the dka. On (B)(6) 2026, the patient was discharged from the hospital in stable condition. The patient reported that her insulin regimen was changed to lantus; dosage information was not specified. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.